Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet could not complete a rewind, the piston did not move during multiple rewind attempts, and the device could not be used for insulin delivery despite guided troubleshooting that included power cycling and a dry-run cartridge and tubing change to 120 units. Symptoms included hyperglycemia with a reported glucose of 376 mg/dl. Outcomes included interruption of automated insulin delivery and reliance on meal boluses only, with instruction to contact the care team for clinical management. Investigation included remote troubleshooting and arrangements for device replacement. Investigation of this case revealed a failure to actuate the piston during rewind consistent with a device mechanical malfunction preventing insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device failure pending return and evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.